Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy pads of the lifevest equipment. The area was described as burn marks. The patient¿s physician advised temporary removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.